Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No ramping numbers were noted during testing. The following cosmetic damage was noted: cracked case at the display window, minor scratches on the lcd window, cracked belt clip slot at battery tube threads, and cracked reservoir tube lip.

Event description:
Customer's spouse reported, customer was attempting to enter her carbohydrates and when the down button was pressed the numbers kept scrolling. The battery was removed, he also thumped it, and it stopped it, but now if any button is pressed issues reoccurs. Customer's blood glucose was 118 mg/dl. Customer's spouse didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.